Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided the clean, disinfect and sterilize (cds) , reprocessing information and ("results regarding foreign matter") survey questionnaire regarding pre-cleaning and manual cleaning however, the response to all the questions were marked as unknown. Therefore, no further information can be obtained regarding the foreign material. Based on the results of the investigation, we could not specify the cause of the foreign material remaining in the device since it was unknown if reprocessing was conducted in accordance with instructions for use (IFU). However, the cause of the event is likely due to insufficient or inadequate reprocessing. The root cause of the reported event is unable to be determined. The event can be detected by following the IFU sections which state: chapter 3 preparation and inspection ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿. [Inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. Depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, air supply volume did not meet standard value. In addition to the foreign matter found clogging the nozzle, the evaluation findings are as follows: due to a crack on the "up/down" knob, water tightness was lost, the connecting tube was buckling, had a wrinkle and a scratch, the plastic distal end cover had a scratch and dent, the light guide lens had a crack, switch #1 had a cut, due to clogging of the nozzle, water removal ability did not meet the standard value, the adhesive on the bending section cover had a white-clouded area, crack and chip, the bending section cover had a scratch, due to wear of the angle wire, the play of the "up/down" knob was out of standard, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to clogging of the nozzle, water supply volume did not meet standard value, the objective lens had a scratch, the protector of the universal cord on the control section side had a scratch, the image guide protector had a scratch, switch #4 had wear, the switch box had a scratch, the universal cord's coating had peeling, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had an air supply failure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter found clogging the nozzle.